Manufacturer narrative:
A thorough investigation to determine the reported problem was performed. The caused was traced to the system batteries that were 5 years old. The batteries were replaced as a part of the pm preventative maintenance. The system has returned to service with no similar issues reported.

Event description:
It was reported the system was not available during a critical procedure. The epiq cvx ultrasound system shut down during an unspecified open-heart surgery. The system was exchanged to complete the procedure. There was no patient or user harm associated with this event. The biomedical engineering evaluated the system and performed a hardware and software test which passed, and the system was returned to clinical use. Philips has started an investigation, and upon completion, a follow up report will be submitted.